Manufacturer narrative:
Sample was not available for investigation; therefore, mts was unable to verify complaint. According to the customer, reactions interpreted by the provue as negative were weakly positive (1+) upon visual examination. Negative results were observed upon repeat testing using the ortho provue and manual gel. Visual examination of the tif images showed negative results were reported correctly. Although there is no evidence suggesting instrument malfunction, the provue cannot be ruled out as a contributing factor. If a significant antibody is not detected during crossmatch testing or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent is not remote. In this case, the customer was performing validation. As the customer was not performing patient testing, erroneous results could not have been reported.

Event description:
Account reported false negative results using provue analyzer while performing crossmatch tests in the mts anti-\igg card with a specimen containing anti-d due to rhogam. Tests were being performed while conducting parallel testing.